Manufacturer narrative:
Concomitant medical products: 559445 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a complaint of dizziness and lightheadedness. It was noted that the right ventricular (rv) lead exhibited high thresholds and pauses were observed on telemetry. The pacing impedance was trending upwards. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.